Event description:
The patient's device was removed due to infection. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or when additional information is received from the hcp.